Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: multiloc humeral nailing system was used for a fracture of the proximal humerus case. After screw insertion in proximal hole, the drill bit interfered with the distal hole during drilling. In addition, the proximal locking hole in both proximal and distal side interfered. The k-wire was used and the screw insertion in proximal side was completed without any problem. The interference section in distal side kept on interfering, and the surgeon had to discontinue the screw insertion. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. This device is an instrument, not explanted or implanted. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: aiming arm was returned without visible signs of damage. All relevant features are in accordance to the specifications and all functions have been tested and meet the specifications. No misalignment of the aiming arm has been found as described in the complaint description. Additional cmm inspections with cmm (coordinate measuring machine): in accordance to complaint measuring data protocol, no deviation has been detected and values meet specifications. A product development evaluation was completed: systematic testing was conducted. A nail was fixed on the insertion handle via the connecting screw. According to the technical guide the assembly was tightened with the combination wrench. In a next step the aiming arm was fixed to the insertion handle in a bench vise. Two combinations of protection sleeve and drill sleeve were inserted into the aiming arm. The distance between the drill sleeve and the nail was always 8 mm using a spacer. The drills were inserted into the drill sleeve and a check if the drills touched the nail or not were performed b conducting the drill through the holes. When using a left nail, the drill touched systematically with the nail. On the other hand, when using a right nail, touches were observed as well. In all cases, the nail was touched on the right side of the hole. Even if the drill touched the nail the assembly was elastic enough that the drill went through the hole. Neither the drill nor the nail will be damaged or limited in function. While during locking the proximal holes the clearance of the coupler nail-insertion handle plays a key role, the clearance of the coupler as well as the elasticity of the whole assembly might lead to the misalignment, but in all cases the drill went into the hole. According to the tolerance analysis, interferences between drill and nail are allowed. Interference between drill and nail is possible to the same degree as in the previous system. There is no allusion that drill bits were not sharp enough. In all cases the trocar was used to create a starting point for drilling. This could be a possible reason contributing to the misalignment, since the trocar¿s tip could slip on the bone¿s surface. This could lead to an inappropriate starting point for drilling. In the most cases locking was performed using two incisions which were large enough, while in two cases two small incisions were reported. Small incisions might have an impact on distal protection sleeve positions due to load on them. No additional force was needed to place the nail into the humerus. The interferences between nail and drill occurred most probably because of a combination of different influencing factors: excessive tightening of the connection screw, using the trocar to create a starting point for drilling, other forces (i.e. Small incisions) on the entire construct/ assembly. All these factors are described in the current surgical technique. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.